Manufacturer narrative:
Alleged failure: oobf hub keeps having issues after previous repair, all sources stop working, window pops up some system services have stopped working please reboot and contact stryker tech support. Slight delay 5 minutes. All the sources randomly fell off the hub. They would continually get the spinning wheel and would have to reboot. Once they go to sources to route nothing is there. When they hit new case get the wheel again. Procedure completed using a video tower. The failures identified in the investigation is consistent with the complaint record. Probable root cause can be attributed to a software failure. Reinstalling the software fixed the issues. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that oobf hub keeps having issues after previous repair, all sources stop working, window pops up some system services have stopped working please reboot and contact stryker tech support. Slight delay 5 minutes. All the sources randomly fell off the hub. They would continually get the spinning wheel and would have to reboot. Once they go to sources to route nothing is there. When they hit new case get the wheel again. Procedure completed using a video tower. Hence there was a loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that oobf hub keeps having issues after previous repair, all sources stop working, window pops up some system services have stopped working please reboot and contact stryker tech support. Slight delay 5 minutes. All the sources randomly fell off the hub. They would continually get the spinning wheel and would have to reboot. Once they go to sources to route nothing is there. When they hit new case get the wheel again. Procedure completed using a video tower. Hence there was a loss of image.